Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened - establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip opened while locked when establishing final arm angle/efaa. The cds was removed with the clip attached and the procedure continued with a new cds. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and during device testing, the reported clip opening while establishing final arm angle could not be confirmed. The discrepancy between what was reported and what was observed (clip remained locked and held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during use versus the returned product analysis. Based on the information provided, a cause for the reported issue could not be determined in this case. It is possible that procedural conditions (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling. Na.